Manufacturer narrative:
UDI information is unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was found to be cracked on the lower left corner of top case and also cracked on the right plunger case. The pump event history log was reviewed and a primary audible alarm background test was found. Occlusion test was performed however the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. A CAPA was opened to address this issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.